Manufacturer narrative:
This MDR was created due to a grid change related to a concomitant/cascading failure. The details of this event have been appropriately captured in MDR 9623814. There is no additional information to report.

Event description:
No new additional information. It was reported that the male luer of mz5303 was connected to an introcan safety implanted in a peripheral vein, and the female side (mixing part) of mz5303 was connected to an infusion continuation set (terumo "sure plug ad extension tube") for continuous IV infusion of nitroglycerin with a syringe pump, and infusion was started. Later, the nurse confirmed that the female side (mixing part) of the mz5303 and the extension tube were disconnected (drug solution was leaking onto the bed sheet). After disinfection, the female side (mixing section) of the above mz5303 (same product) and the same extension tube were disconnected, and another attempt was made to connect them, but even when the male side of the extension tube was strongly twisted and tightened to the female side (mixing section) of mz5303, the septum of the female side (mixing section) of mz5303 bounced back strongly and did not lock (did not close tightly). The septum did not close tightly.) But between the time when we confirmed that there was a chemical leak on the sheets, we disinfected the same items, and then reconnected them. '') states that ``the chemical solution was approximately 5 cm in diameter,'' but the meaning of this statement is unclear. When I looked at the recovered item, I noticed that about 5cm of brown substance was staying in the tube starting from the tip of the male lure and toward the female side (mixed injection part), unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that maxzero multi-fuse pressure rated extension set with needleless connector separated the following information was received by the initial reporter with the following verbatim it was reported that the male luer of mz5303 was connected to an introcan safety implanted in a peripheral vein, and the female side (mixing part) of mz5303 was connected to an infusion continuation set (terumo "sure plug ad extension tube") ¿ for continuous IV infusion of nitroglycerin with a syringe pump, and infusion was started. Later, the nurse confirmed that the female side (mixing part) of the mz5303 and the extension tube were disconnected (drug solution was leaking onto the bed sheet). After disinfection, the female side (mixing section) of the above mz5303 (same product) and the same extension tube were disconnected, and another attempt was made to connect them, but even when the male side of the extension tube was strongly twisted and tightened to the female side (mixing section) of mz5303, the septum of the female side (mixing section) of mz5303 bounced back strongly and did not lock (did not close tightly). The septum did not close tightly.) But between the time when we confirmed that there was a chemical leak on the sheets, we disinfected the same items, and then reconnected them. '') states that ``the chemical solution was approximately 5 cm in diameter,'' but the meaning of this statement is unclear. When I looked at the recovered item, I noticed that about 5cm of brown substance was staying in the tube starting from the tip of the male lure and toward the female side (mixed injection part), unknown.